Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gei to lfl.

Manufacturer narrative:
This supplemental report is being submitted to report additional information received. Additional information received from the user facility states that the patient underwent a myomectomy procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the device 510k number and correct the report type from adverse event to malfunction.

Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was not returned to olympus for evaluation. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the active branch (probe) broke off while dissecting the patient¿s myoma. It is not known if the device fragment fell into the patient or if the intended procedure was completed. There was no patient injury reported.